Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The distal pin could not be locked. So drilled again and again. The pin been scraped by the drill.